Manufacturer narrative:
The entire device was not returned. The healicoil anchor is missing. The complaint stated ¿as reported: healicoil anchor broke into pieces during the deployment¿. Ultrabraid and cobraid were returned. These were still attached to the device. There is no apparent damage to the shaft or the forks. No root cause related to the manufacturing of this device can be established. UDI# device returned for evaluation device evaluated by the manufacturer evaluation codes updated

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the anchor broke into pieces. All pieces were removed from the patient and a backup device was available to complete the procedure with a short delay of less than 30 minutes. No patient impact was reported.